Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils may have been in an improper position") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), alopecia ("excessive hair loss"), headache ("frequent headaches"), dysgeusia ("metallic taste in mouth") and infection ("frequent infections"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, abdominal pain, back pain, dyspareunia, rash, alopecia, headache, dysgeusia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('noted to be a piece of essure remaining which was removed') and device dislocation ('one of her essure coils may have been in an improper position') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and sexually transmitted disease nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("frequent rashes"), alopecia ("excessive hair loss"), headache ("frequent headaches"), dysgeusia ("metallic taste in mouth") and infection ("frequent infections"). The patient was treated with surgery (laparoscopic excision of essure implants, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia, menorrhagia, rash, alopecia, headache, dysgeusia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia and rash to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information added. Event: 'a piece of essure' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('noted to be a piece of essure remaining which was removed') and device dislocation ('one of her essure coils may have been in an improper position') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and sexually transmitted disease nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("frequent rashes"), alopecia ("excessive hair loss"), headache ("frequent headaches"), dysgeusia ("metallic taste in mouth") and infection ("frequent infections"). The patient was treated with surgery (laparoscopic excision of essure implants, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia, menorrhagia, rash, alopecia, headache, dysgeusia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia and rash to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.